Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden heart attack on (B)(6) 2010 and subsequently expired on (B)(6) 2013 after use of the product.

Manufacturer narrative:
This is one event (myocardial infarction) of two events reported for the same patient involving two separate products.